Event description:
A malfunction alarm was reported, indicated by the code "malf 9." There was no adverse impact on the customer's blood glucose level. Tandem technical support provided information on resetting the pump, but the customer did not have charging supplies available at the time of the call and was advised to call back for assistance with the pump reset. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.